Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the alleged uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the omnipod 5 controller administered an insulin bolus without patient input. It was also reported the controller would turn off at random.